Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the x2 was connected to the patient and gave incorrect high invasive arterial pressure readings. As a result, the patient was wrongly treated for high arterial pressure.